Event description:
It was reported that during a unknown procedure the device jammed and would not fire.they completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and ejected the remaining clips and then, it locked out as intended. In order to evaluate the condition of the device's internal components, the device was disassembled and excessive silicon was noted that may lead to the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.